Event description:
It was reported that the customer was in the emergency room due to high blood glucose. It was stated while the customer was at girl scouts functions she was experiencing high blood glucose of 500mg/dl. The customer changed her infusion and then it dropped to 289mg/dl. It was stated that once her blood glucose was stabilized they released her. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.